Manufacturer narrative:
Correction: mentor accidentally did not report the lot number of the suspect medical device in the initial report to the FDA. The lot number is 79658. On 08/14/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 08/28/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, two devices were received. The gel contained in the devices appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the implant appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint for rupture was not confirmed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Regarding the device received, the product evaluation (pe) team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 250cc gel breast prosthesis, catalog #3542507, lot #64775. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 250cc gel breast prostheses when the left prosthesis ruptured after implantation. In addition, the patient developed capsular contracture (baker grade I) in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor breast prostheses on (B)(6)2018.